Manufacturer narrative:
The customer returned blower assembly and mc board were installed in an fi test ventilator. In diagnostic mode the blower ramp up to above 30000 rpm. The ventilator was run in normal ventilation for 15 hours without any errors occurring. No failure was found.

Event description:
The customer reported a vent inop condition; blower stalled. No patient harm reported.